Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and the svc (superior vena cava) defibrillation coil were beyond the expected upper range. Beginning (B)(6) 2015, 154 ventricular sensing integrity counts (sic); high rate-non-sustained detected episodes with lead noise oversensing. On (B)(6) 2015, rv coil impedance spiked to greater than 200 ohms, up from a trend in the 40-50 ohm range. On (B)(6) 2015, svc coil impedance spiked to greater than 200 ohms, up from a trend in the 40-60 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than 30 in 3 days. (B)(4).

Event description:
It was reported that an alert was triggered on the right ventricular lead due to increasing number of sensing integrity count (sic), high rate episodes, and noise. The lead was scheduled to be replaced. No patient complications have been reported as a result of this event.